Manufacturer narrative:
Product complaint #:(B)(4). H6. Component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: event date: 10/9/2024 at the 1st operation on (B)(6), the patient complained of nerve paralysis 6 hours after the operation. It was confirmed that the surgicel powder was swollen at MRI on oct 9, and the gelation of the powder was removed by re-operation on oct 10. After that, the patient's condition was not doing so well, tracheotomy on (B)(6). The patient was 83-year-old and died on (B)(6). The 1st operation was performed on (B)(6), and re-operation was performed on (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: gender, weight, bmi at the time of index procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. What were the diagnosis and indication for the index surgical procedure? 4. What kind of re-operation was performed on *(B)(6)? 5. Please explain how the patient¿s condition was ¿not doing so well¿ after the re-operation on october 10th? 6. What procedure was performed on september 3rd, as mentioned in the additional information? 7. What re-operation was performed on october 23rd, as mentioned in the additional information? 8. Was there any intraoperative concurrent use of other products in the anterior cervical fusion procedure? 9. What is the lot number? 10. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 11. Where was the surgicel used (on what tissue)? 12. How much surgicel was used during the procedure? 13. Was the surgicel product left in place? Was the excess irrigated and removed? 14. What is physician¿s opinion as to the cause of or contributing factors to the patient¿s nerve paralysis? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative nerve paralysis? 16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s need to undergo a tracheotomy procedure? 17. Was there an alleged deficiency of the surgicel that contributed to the death? 18. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical fusion procedure (B)(6) 2024 and absorbable hemostat was used. The product was used in the surgery, and washed after hemostasis was achieved. Six hours after the surgery, nerve paralysis appeared on the patient, and re-operation was performed. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What was the cause of death? We don't have that information, and it's difficult to confirm with doctors. 2. What caused the patient to have to undergo a tracheotomy on (B)(6) 2024? We don't have that information, and it's difficult to confirm with doctors. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: b 2. Date of death. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: gender, weight, bmi at the time of index procedure? Anterior cervical fusion. 2. What kind of re-operation was performed on october 10th? Removal the surgicel powder. 3. What procedure was performed on september 3rd, as mentioned in the additional information? The 1st operation on oct 8 was for c3/4. The c3 bone and gelled surgicel powder were removed at re-operation on oct 10. -the surgeon belives that it is a serious adverse event, and because it is thought that the cause of reoperation is pressure on surgicel powder." 4. What re-operation was performed on october 23rd, as mentioned in the additional information? It was wrong information. The correct information is "-the 1st operation on oct 8 was for c3/4. The c3 bone and gelled surgicel powder were removed at re-operation on oct 10. -the surgeon believes that it is a serious adverse event, and because it is thought that the cause of reoperation is pressure on surgicel powder." 5. Was there any intraoperative concurrent use of other products in the anterior cervical fusion procedure? We don't get the information. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? To address active bleeding. 7. Where was the surgicel used (on what tissue)? Part of use; used in deep surgical fields with anterior fixation. 8. How much surgicel was used during the procedure? Quantity use; divided into several times and use the whole amount 9. Was the surgicel product left in place? Was the excess irrigated and removed? The powder was washed away during the initial surgery on oct 8, but some powder remained, causing nerve paralysis, so the powder was removed during a second surgery on oct 10. 10. What is physician¿s opinion as to the cause of or contributing factors to the patient¿s nerve paralysis? Doctor's comment; thinks the nerve paralysis is caused by a powder expansion. -it is a serious health hazard, and because it is thought that the cause of reoperation is pressure on the scp. 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative nerve paralysis? Yes, "the surgeon belives that it is a serious adverse event, and because it is thought that the cause of reoperation is pressure on surgicel powder." 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s need to undergo a tracheotomy procedure? We don't get the information. 13. Was there an alleged deficiency of the surgicel that contributed to the death? We don't get the information. 14. What is the users experience w/ surgicel powder and other hemostatic agents? Doctor's history of powder use; started from december 2023. It was confirmed by MRI that something is pressing on the nerve like a hernia. The l3 bone was removed at re-operation on oct 10, and the gelation of the powder was removed. After that, the patient's condition is not very well, so tracheotomy on oct 16. The patient died on oct 30. The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unk 2. What were the diagnosis and indication for the index surgical procedure? Unk 3. Please explain how the patient¿s condition was ¿not doing so well¿ after the re-operation on october 10th? Unk. 4. What is the lot number? Unk. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Corrected information: h 9. Device available for evaluation?, h 3. Device evaluated by manufacturer? Additional information: h 9. Date device returned to manufacturer, h 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - no device problem found. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 100kmt mfg date: 04/19/2024, exp date: 09/30/2025, batch 101e1e mfg date: 06/05/2024, exp date: 11/30/2025, batch 101t5r mfg date: 06/25/2024, exp date: 11/30/2025, batch 100ejx mfg date: 04/12/2024, exp date: 09/30/2025. H3 investigation summary: the product was returned to ethicon for evaluation. One sealed pouch was received for analysis. Product code 3013sp, lot 100kmt. In order to evaluate the condition of the returned sample, the packet was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packet was opened, and the device was noted correctly placed on the folder packaging. There was no observed damage or anomalies to the applicator components. The functional test was performed, and the powder could be expressed without problems. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the surgicel¿ endoscopic applicator is supplied sterile and as the material is not compatible with autoclaving or ethylene oxide sterilization, the surgicel¿ endoscopic applicator should not be resterilized. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigation summary: the product was returned to ethicon for evaluation. Three sealed pouches were received for analysis. Product code 3013sp, lot 100ejx. In order to evaluate the condition of the returned samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the devices were noted correctly placed on the folder packaging. There was no observed damage or anomalies to the applicator components. The functional test was performed, and the powder could be expressed without problems. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigation summary: the product was returned to ethicon for evaluation. One sealed box with five unopened pouches was received for analysis. Product code 3013sp, lot 101t5r. In order to evaluate the condition of the returned samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the devices were noted correctly placed on the folder packaging. There was no observed damage or anomalies to the applicator components. The functional test was performed, and the powder could be expressed without problems. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigation summary: the product was returned to ethicon for evaluation. One sealed box with five unopened pouches was received for analysis. Product code 3013sp, lot 101e1e. In order to evaluate the condition of the returned samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the devices were noted correctly placed on the folder packaging. There was no observed damage or anomalies to the applicator components. The functional test was performed, and the powder could be expressed without problems. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4. Lot, d4. Primary UDI number. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 101e1e, 101t5r, 100ejx, 100kmt attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.